Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece did not have any phacoemulsification power during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The handpiece was examined and the reported event was not replicated. The handpiece was tested and found to meet product specifications. The handpiece was manufactured on august 20, 2011. Based on qa assessment, the product met specifications at the time of release. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).